Event description:
On 3/23/2000, an independent sales representative was informed about a cecal perforation. The perforation was not discovered until 2 days after a doctor used the argon plasma coagulator model 300 with an electrosurgical generator with endocut & argon model to remove arteriovenous malformations from the cecum. Surgical intervention was required and performed on 03/12/00. The pt was discharged. Prior to the procedure the doctor had not attended inservice training and was not experienced with the equipment.